Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown product performance issue. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown product performance issue. This rv lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received. This rv lead was explanted due to a fracture.